Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that the camera head generates an interference, it loses the image when it is moved. No case involved. Therefore, there was no patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted worn connector contacts. Functional evaluation revealed the device was not recognized when plugged in. The complaint has been confirmed. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include excessive force used to insert or remove the camera head card edge connector from the camera control unit. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.